Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient stated applied the vgo on at 8am and within 7 hours, the adhesive pad became detached & was able to feel the needle. Patient confirmed she is cleaning the site and is avoiding folded skin.